Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015: possible urinary tract infection, dysuria, frequency and right sided flank pain - acute cystitis and hematuria on (B)(6) 2016: still has dysuria, lower abdominal pain and persistent hematuria - ultrasound of abdomen and pelvis ¿ normal. Small post void residual volume of 29.4 cc. On (B)(6) 2016: had sudden onset of fairly significant dysuria and hematuria. She is on toviaz, but still has pain. Cystoscopy reveals urethral sling mesh erosion through the urethra with an associated stone related foreign body reaction - mesh revision (tvtrl) (B)(6) 2016: underwent endoscopic removal of eroded mesh with attached bladder stones under general anesthesia and laryngeal mask airway (lma) intubation for urethral mesh erosion. Following mesh revision surgery patient developed complications like urethral mesh erosion, stress urinary incontinence during the interim period (B)(6) 2016 and underwent additional surgery: additional mesh revision (tvtrl) with additional implant (fascia lata) surgery: on (B)(6) 2016: underwent fascia lata pubovaginal sling, cystoscopy, anterior vaginal repair, excision of vaginal mesh, and repair of urethra for recurrent urinary stress incontinence and eroded vaginal mesh under general anesthesia

Manufacturer narrative:
Additional information has been received confirming the product was a not a medtronic device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.